Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, boston scientific received information in (B)(6) 2011 that this patient had died on (B)(6) 2011. The physician was contacted and reported to the local representative that the patient had not been admitted to the hospital at the time of death. The physician did not have specific details surrounding the death of this patient at this time, however, there were no allegations or complaints against the device. A review of data from the patient's monitoring system found that the weekly uploads were successfully transmitted up to and including (B)(6) 2011. At that time, no additional red or yellow alerts were detected. The next scheduled weekly upload would have been (B)(6) 2001 (the date of the patient's death). To date, the device has not been received at boston scientific's return products department.

Event description:
Boston scientific received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to low shock impedances of less than 20 ohms. Technical services (ts) discussed troubleshooting options. It was also noted that the device was emitting beep tones due to the low shock impedances. The patient would be brought back to their clinic for testing of the lead. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient had fallen, and subsequent shock impedance measurements were less than 20 ohms. The patient's physician elected to continue monitoring the shock impedances. There was also a question of why the device was continuing to bi-ventricular pace despite programming to vvi 30 and rv only pacing. Boston scientific technical services (ts) discussed that bi-ventricular trigger can be active despite the pacing chamber selected and discussed how to program off bi-ventricular trigger. No additional adverse patient effects were reported.